Event description:
Patient presented back to the physician with continued infection at the chest incision site. Physician brought the patient into the or, irrigated the chest pocket with an antibiotic solution, drained the pocket, and closed. Physician placed the patient on IV antibiotics and prescribed oral antibiotics after the procedure.

Event description:
Patient presented back to the physician with continued infection at the chest incision site. Physician brought the patient into the or and removed the entire inspire system.

Event description:
Patient presented to the physician with pain at the chest incision site. Physician prescribed antibiotics. Patient presented back to the physician with continued pain. Physician drained the chest incision and admitted the patient. Physician evaluated the patient and determined it to be a case of cellulitis. Physician placed the patient on IV antibiotics and prescribed additional antibiotics.